Event description:
A malfunction was reported on the customer's pump, which caused their blood glucose level to reach 400 mg/dl. The customer addressed the high level with a correction injection using multiple daily injections (mdi). Technical support resolved the issue by sending a replacement pump and provided instructions for storage mode and returning the problematic pump. The customer acknowledged and understood the guidance provided by technical support.